Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reverted to a backup insulin pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.